Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 14 year old child underwent impella 5.5 insertion and after placement of the guidewire into the left ventricle, the patient suffered a ventricular fibrillation arrest. Cardiopulmonary resuscitation was initiated and the patient was placed on venoarterial-ECMO via previously prepared femoral access. Impella 5.5 then served as a ventricular unloading device. The child went on to receive a successful heart transplant.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of patient device interaction problem was not determined due to insufficient clinical details.